Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2012 and suture was used. The suture broke prior to use on the patient. There were no adverse patient consequences.

Manufacturer narrative:
(B)(4): it was reported that a patient underwent an unknown procedure on (B)(4) 2012 and suture was used. The suture broke during passage through tissue. Another like device was used with no adverse patient consequences.an empty foil was returned for evaluation. No product was returned. No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.